Event description:
It was reported that review of the data from a remote transmission identified stored electrograms which displayed oversensing and inappropriate atrial tachycardia response (atr) events. The observations were previously documented in latitude notes and the physician was informed. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.